Event description:
Customer complaint - limited data available consumer has two heating pads states both heating pad cords have burnt out and turned black.

Event description:
Customer complaint - limited data available . Customer purchased two heating pads that were impacted. They both had cords burn out and turn black.